Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 38 mg/dl at the time of the incident. The customer stated that they were out of test strips and needed to calibrate the sensor. The customer another meter and was assisted with troubleshooting. The customer declined trouble shooting for low blood glucose and mentioned that they had just not eaten yet. The device will not be returned for analysis.